Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg at .16991 mg/day) via an implantable pump for unknown indications for use. It was reported the patient came into clinic on (B)(6) 2021 and reported redness to pump site ad that the pump was migrating out of the pump pocket.  Examination revealed redness to pump site on (B)(6) 2021.  Surgical observation on (B)(6) 2021 revealed the pump was out of the pocket.  When the hcp opened the patient up to do a pump replacement, they were unable to get flow to the catheter.  It was noted they saw a piece of tissue clogging the catheter (occluded catheter) when the catheter was cut.  The pump was repositioned on (B)(6) 2021 and the catheter was revised where part of the catheter was explanted/replaced on (B)(6) 2021.  The outcome of the event resolved without sequalae on (B)(6) 2021.  The device diagnosis was pump inversion and catheter occlusion and the clinical diagnosis was increased pain (back).  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6), 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.